Manufacturer narrative:
There was no excessive no delivery alarm during testing. The device passed prime, excessive no delivery test and displacement test. The pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was 500mg/dl. Troubleshooting was conducted. Customer was advised the device would be replaced and returned for analysis.